Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported the patient was on impella 5.5 support and the staff was having difficulty torquing and positioning. The device was removed and there was damage to the driveline noted. The decision was made to use a different 5.5 pump for support. There was no reported harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.